Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine drug via an implantable pump for spinal pain indications for use. It was reported that they need to get in touch with the local rep for a pump interrogation. The healthcare provider (hcp) stated that the patient was going to have the pump removed due to an infection in the pump pocket/abdomen and was aseptic. The hcp did not know when the infection started but stated that the patient was admitted to the hospital today. The technical service (ts) transferred the physician to the national answering service (nas).